Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Depuy synthes has been informed that the catalog number and lot number is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient was revised to address pain, discomfort, elevated ion levels, osteolysis, acetabular cup loosening, dislocation and heterotopic ossification.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient code: no code available (3191) was used to capture joint instability and surgical intervention. Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 11/29/2016- pfs and medical records received. After review of the medical records for MDR reportability, pain, discomfort, elevated ion levels, osteolysis, acetabular cup loosening, dislocation and heterotopic ossification. Records state patient dislocated and was reduced by closed reduction on (B)(6) 2011, but remained unstable. The revision preoperative diagnosis was unstable left hip, following dislocation and closed reduction. The revising surgeon repositioned existing acetabular cup, but exchanged head and liner, as well as an acetabular dome screw, for different products. Implant malposition added to product harm. It is noted that prior to this revision and following, the patient did not contain any metal-on-metal constructs. No metal ion labs available. Surgeon did not make any mention of the cup being loose. There was no intraoperative evidence of osteolysis noted, nor any heterotopic ossifications noted on surgery date (B)(6) 2011, so relevant harms will be removed from this complaint. Instability added to complaint. Prod/lot being updated.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). Product complaint # ==> (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the acetabular cup, femoral head and stem product code/lot code combination(s). A previous report was found against the liner lot 170138 and therefore the device manufacturing records have been reviewed. No related deviations or anomalies identified. Medical records were reviewed. The investigation can draw no conclusions with the information made available. Based on the inability to determine a root cause, the need for corrective action has not been identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.